Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system with dual port there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review was performed on lot number 8187553; the lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 25 unused representative nexiva 20 ga units in sealed packages from the lot number 8187553. There were 20 units in a dispenser and five were loose. Twenty-four of the returned unit showed no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing/catheter tubing. The extension tubing was adhering to the inside clear port walls of the catheter adapters. One of the returned units, the extension tubing removed from the clear port of the catheter adapter. No adhesive was found on the extension tubing or around or in the clear port of the catheter adapter water/air leak test: twenty-four of the returned unit were leaked tested; no leakage was observed on any of the areas of the units the one unit was not leaked tested; the extension had separated from the catheter adapter leaving an open pathway for leakage. This defect was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in (B)(6) 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Vision upgrades to better detect the new failure modes from the station redesign ¿ (B)(6) 2018. Design and install tooling to make the station (adhesive dispense tips) more robust ¿ (B)(6) 2018. Cpm for batch for that defect = 37.2 (occasional occurrence). A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system with dual port there was an issue with separation during use. There was no report of injury or medical intervention.